Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) on (B)(6) 2008. The patient reported has lost vision due to the development of a cataract, retinal detachment, low eye pressure and was taking oral medications/eye drops for inflamed eye. The icl remains implanted.

Manufacturer narrative:
Evaluation: method - medical review. Results - medical review - review of this file indicates that the patient has had cataract, persistent eye inflammation, surgery for retinal detachment and low eye pressure. Since no other information has been gathered, the root cause of this event could not be determined. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the patient reported having a second surgical procedure because the icl was either removed, replaced or repositioned.

Event description:
Additional information received - the facility reported the cataract was noted on (B)(6) 2012. The icl was explanted and the cataract removed on (B)(6) 2012. The patient has decreased vision and the prognosis is poor.

Manufacturer narrative:
Results: medical review - retinal detachment is a labeled complication in the insertion of a myopic icl. Any highly myopic patient has an increased risk of experiencing retinal detachment during any intraocular procedure. This adverse event is most likely secondary to the increased risk of detachments in patient's that are highly myopic rather than the icl itself. The clinical trials showed that the cumulative risk of retinal detachment after implantation of this device is 0.6%. A cataract usually develops after repair of a retinal detachment. This is not caused by the icl itself, but by the surgical procedure performed during repair of the retinal detachment. Consequently, the icl will need to be removed and cataract extraction performed. The most probable root cause of this patient's poor vision is due to the several detachments and because iol was not implanted. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced, vision, loss of, inflammation, eye, retina, detached, (low eye pressure). (B)(4) - lens remains implanted. Lens remains implanted. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
(B)(4).